Manufacturer narrative:
A ge service representative performed an on site investigation. The isd-pc2 board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system started beeping continuously and would not boot up. There was no patient injury or death reported.